Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up in clinic, the right ventricular lead exhibited low, out of range pacing lead impedance. Impedance values were also low but still within normal limits. The lead was capped and replaced successfully during a normal device change-out on (B)(6) 2019. The patient was stable before, during, and after the procedure.